Event description:
It was reported to boston scientific corporation in 2008 that a cre balloon device was to be used for a stricture dilatation procedure in an 82 years old female patient on the day before. According to the complainant, when the physician inflated the balloon, he found that the cre balloon had leaked. The physician completed the procedure with another cre balloon. No patient complications were reported as a result of this event and the patient's condition was reported as "stable."

Manufacturer narrative:
Upon analysis, the balloon was found to be torn longitudinally. The root cause of the complaint could not be determined. The device history record for this lot was reviewed; no anomalies were noted. The july 2008, 15-month cre balloons product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.